Event description:
When trying to remove the guide wire, the wire felt like it snapped. Md tried to pull back the wire and it was not moving, just stretching. Md removed the whole central line and guide wire. It was still intact but there was a difference in the stiffness. A new kit was obtained and line placed without difficulty, no harm to the patient was noted.